Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient began duodopa therapy in (B)(6) 2019. On an unknown date, the patient experienced a stoma site infection and was treated with an unspecified antibiotic. On (B)(6) 2023 the patient experienced cardiac arrest and died. An autopsy was not performed. The reporting healthcare professional stated that the cardiac arrest and the stoma infection were not related.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.